Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that after replacing the pump¿s battery, the pump¿s display screen was black and the pump made a beeping sound. The reporter then replaced the battery again and the display screen remained blank and the pump was not making audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history showed no reboots. A visual inspection of the pump showed damage to the battery compartment. The battery cap had been returned undamaged; and was able to fully tighten on to the pump. The pump powered on normally and was exercised for 24 hours with no power interruptions or reboots. The pump cover was removed and no internal moisture, damage to the power circuit, or loose components were observed. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.